Event description:
Health care professional reported during cataract surgery with intraocular lens (iol) implantation, that the patient experienced posterior capsule ruptured and the iol was not implanted. The procedure was completed on the same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9, d.10., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is bent/deformed. The optic is scratched/marked-rejectable. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).